Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -3.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient had lens opacity, asc/ns which was observed on (B)(6) 2023. On (B)(6) 2023, the lens was explanted and cataract with a posterior chamber lens was performed was additionally reported.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).